Manufacturer narrative:
It was reported that the patient was issued an airselect elite medium boot (o1ep-m). Patient was seen today for a pressure ulcer resulting from wearing the boot. The device has not been returned for evaluation; the root cause could not be established. If more information becomes available additional reporting on this event will be provided as a supplemental report to this document.

Event description:
It was reported that the patient was issued an airselect elite medium boot (o1ep-m). Patient was seen today for a pressure ulcer resulting from wearing the boot.